Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with a belt and was resetting. The monitor's electrode belt connector was broken free from the monitor enclosure, and damaging the wires in the connector. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.